Manufacturer narrative:
No returns were made available from the customer site for this evaluation. An abbott field service engineer (fse) visited the customer site and inspected the analyzer. Troubleshooting determined that carryover is present when total bilirubin precedes phosphorus. The issue was resolved by replacing worn water line syringe seals (seal, water line syringe, pn 2-89347-02) in the reagent syringe blocks. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect c8000 system service and support manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Event description:
The customer reports falsely elevated clinical chemistry phosphorus (serum) assay results that were generated on an architect c8000 analyzer. The following was provided: sample (B)(6) generated an initial result greater than 4.0 mmol/l (12.4 mg/dl) that retested at 1.4 mmol/l (4.33 mg/dl); sample (B)(6) generated an initial result of greater than 4.0 mmol/l that retested at 1.1 mmol/l (3.41 mg/dl); sample (B)(6) generated an initial result of greater than 4.0 mmol/l that retested at 0.98 mmol/l (3.03 mg/dl). The customer could not provide any specific results other than "greater than 4.0 mmol/l," which they use as the upper limit configured into their laboratory information system. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).